Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The condenser was replaced to resolve the reported issue.

Event description:
The hospital reported a large leak preventing ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the leak was less than 4.5lpm. A preop check of the machine, as contained in the user manual, will pick up such a condition. As stated in the report, the preop test failed, notifying the user of the reported condition. The leak may be able to be compensated for or made up with fresh gas flow.